Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was used. On (B)(6) 2009, another mesh was used. It is reported that the patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence. It was reported that patient underwent revision of first implant, placement of sling/ revision of sling on (B)(6) 2009 due to exposure of first mesh implant, revision of sling. It was reported that patient underwent removal of mesh and fragments on or about (B)(6) 2012 due to erosion, incontinence and other complications from mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04296. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to exposure of vaginal graft and stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced trouble controlling her bladder, infections, hematuria, and vaginal bleeding.

Event description:
It was reported that following insertion the patient experienced trouble controlling her bladder, infections, hematuria, and vaginal bleeding.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) due to eroded mesh.